Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;1,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6% to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;2,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;3,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;4,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;5,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;6,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;7,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;8,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;9,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;10,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;11,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;12,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;13,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;14,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;15,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;16,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;17,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;18,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;19,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;20,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;21,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;22,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;23,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;24,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;25,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;26,,,2/11/2026,Rezum,"Unit, Electrosurgical Endoscopic (With or Without Accessories)",UNK-P-Rezum_Delivery_Device,,UNK-P-Rezum_Delivery_Device,,,K250584,2/11/2026,IN,"This report summarizes 26 reported incidents of Incontinence 3 years after undergoing Water Vapor Thermal Therapy (WVTT) using the Rezum device to treat Benign Prostatic Hyperplasia (BPH).; ;Type of Procedure: Water Vapor Therma Therapy (WVTT); ;Age: Average age of 71.09 years;Sex: Male 100%;;Boston Scientific performed a retrospective data analysis using the aggregate electronic health record database from Truveta. This analysis aimed to assess the incidence, duration, and risk factors of Post-Surgical Incontinence (PSI) in men who underwent treatment for BPH. The procedures were performed from 2017 to 2024 and the men were greater than or equal to 50 years old. Exclusion criteria included the following: incontinence incidence within 1 year prior to index procedure, Prostate cancer incidence within 1 year prior to index procedure, History of bladder cystectomy prior to index procedure, Cystolithalopaxy concurrent with index procedure, and urethral dilation for stricture treatment concurrent with index procedure. Whitin the analysis, a total of 2,264 patients were in the study population group. Incontinence rates were assessed 3 years after the index procedure. 1,444 patients were assessed and it was found that 26 (1.8%) patients experienced incontinence. ; ;Patient events were identified as event terms with rates. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;Race: White 79.8%, Black or African American 5.7%, Asian 2.9%, American Indian or Alaska Native 0.4%, Other 5.2%, Native Hawaiian or Other Pacific Islander: 0.2%, Data unavailable 5.9%;Ethnicity: Hispanic 9.1%, Not Hispanic 84.7%. Data unavailable 6.3%","Contextual Analysis of Study Data:;Rates of incontinence identified for Rezum (WVTT) through prospective1,2,3,4 and retrospective5,6,7 studies reported in the clinical literature range from 1.6& to 4.8%. The incontinence rate identified in this activity for Rezum (WVTT), estimated to be 1.8%, is within the clinical literature rate range and as such determined acceptable",,Average Age: 71 Years,100% Male,,,,E2324,F24,A24,G07001,B17,C19,D14,None,0;

Manufacturer narrative:
RACE: WHITE 79.8%, BLACK OR AFRICAN AMERICAN 5.7%, ASIAN 2.9%, AMERICAN INDIAN OR ALASKA NATIVE 0.4%, OTHER 5.2%, NATIVE HAWAIIAN OR OTHER PACIFIC ISLANDER: 0.2% DATA UNAVAILABLE 5.9% ETHNICITY: HISPANIC 9.1%, NOT HISPANIC 84.7%. DATA UNAVAILABLE 6.3%. CONTEXTUAL ANALYSIS OF STUDY DATA: RATES OF INCONTINENCE IDENTIFIED FOR REZUM (WVTT) THROUGH PROSPECTIVE1, 2, 3, 4 AND RETROSPECTIVE 5, 6, 7 STUDIES REPORTED IN THE CLINICAL LITERATURE RANGE FROM 1.6% TO 4.8%. THE INCONTINENCE RATE IDENTIFIED IN THIS ACTIVITY FOR REZUM (WVTT), ESTIMATED TO BE 1.8%, IS WITHIN THE CLINICAL LITERATURE RATE RANGE AND AS SUCH DETERMINED ACCEPTABLE.

Event description:
THIS REPORT SUMMARIZES 26 REPORTED INCIDENTS OF INCONTINENCE 3 YEARS AFTER UNDERGOING WATER VAPOR THERMAL THERAPY (WVTT) USING THE REZUM DEVICE TO TREAT BENIGN PROSTATIC HYPERPLASIA (BPH). TYPE OF PROCEDURE: WATER VAPOR THERMA THERAPY (WVTT). AGE: AVERAGE AGE OF 71.09 YEARS. SEX: MALE 100%. BOSTON SCIENTIFIC PERFORMED A RETROSPECTIVE DATA ANALYSIS USING THE AGGREGATE ELECTRONIC HEALTH RECORD DATABASE FROM TRUVETA. THIS ANALYSIS AIMED TO ASSESS THE INCIDENCE, DURATION, AND RISK FACTORS OF POST-SURGICAL INCONTINENCE (PSI) IN MEN WHO UNDERWENT TREATMENT FOR BPH. THE PROCEDURES WERE PERFORMED FROM 2017 TO 2024 AND THE MEN WERE GREATER THAN OR EQUAL TO 50 YEARS OLD. EXCLUSION CRITERIA INCLUDED THE FOLLOWING: INCONTINENCE INCIDENCE WITHIN 1 YEAR PRIOR TO INDEX PROCEDURE, PROSTATE CANCER INCIDENCE WITHIN 1 YEAR PRIOR TO INDEX PROCEDURE, HISTORY OF BLADDER CYSTECTOMY PRIOR TO INDEX PROCEDURE, CYSTOLITHALOPAXY CONCURRENT WITH INDEX PROCEDURE, AND URETHRAL DILATION FOR STRICTURE TREATMENT CONCURRENT WITH INDEX PROCEDURE. WHITIN THE ANALYSIS, A TOTAL OF 2,264 PATIENTS WERE IN THE STUDY POPULATION GROUP. INCONTINENCE RATES WERE ASSESSED 3 YEARS AFTER THE INDEX PROCEDURE. 1,444 PATIENTS WERE ASSESSED AND IT WAS FOUND THAT 26 (1.8%) PATIENTS EXPERIENCED INCONTINENCE. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.